Event description:
On (B)(6) 2022, a spontaneous report was received from a consumer regarding a 26-year-old female who was being treated with playtex sport compact (tampon, menstrual, unscented). Medical history and concomitant products were not reported . On an unreported date, the patient started treatment with playtex sport compact (unscented) tampons. On (B)(6) 2022, after inserting the product, the patient went to take my tampon out in the morning and the string broke. She never had this happen before and she tried to get it out, but for some reason it was pretty far in and she was worried as it had been an hour. She wondered if she should wait longer to see if it comes down any or she should go to the ER (emergency room). She decided to go to the ER where the rest of the tampon was removed. As of (B)(6) 2022, the status of product use was not reported. No additional information was provided.

Manufacturer narrative:
An investigation was conducted that included a 24-month trend analysis,product risk documentation, review of the DHR and supporting documentation. The investigation showed no issues present that would have contributed to this malfunction of tampon performance. The investigation revealed no issues requiring corrective action with the product manufactured.